Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by the customer, the cardiosave intra-aortic balloon pump (iabp) batteries have corrosion. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6(medical device ¿ problem code). Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had further investigated the customer's complaint with "battery issue-corrosion". Then completed a thorough inspection of the cardiosave there was no corrosion as stated, but it appeared customer had a saline spill that had dried leaving salt residue all down the top bezel down to bay 2 battery and up to the around bottom power slot pcb chassis. Then the fse had further inspected all the circuit board and found no signs of fluid infiltration in the interior. Then wiped down all the surface that had the salt residue. The batteries had problem but completely discharged. By reviewing the logs fse had found no major faults or failure codes. Fse had reviewed the battery status logs as well. On (B)(6) 2024 cardiosave was running off of battery power from 8:32:32 until 12:19:31. The batteries had more 90 minutes per battery as per the manufacturer's specifications. Then the fse had further verified both the batteries which were charging and functional tested without any further issues. After that the cardiosave iabp services were being completed. Than the safety, calibration and functionality checks have been performed according to the factory specifications. The unit was released to the customer and cleared for use.